Event description:
It was reported to philips that the system could not perform fluoroscopy or exposure during a procedure. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during cardiac cath procedure. The procedure was delayed and completed by moving the patient to another room. It was reported to philips that the system could not perform fluoroscopy or exposure during a procedure. Review of the log files shows converter 2 errors. The philips remote service engineer (rse) checked the system and was informed by the customer that unable to expose using footswitch, giving error messages. The rse requested onsite support. Upon troubleshooting, the philips field service engineer (fse) visited onsite, examined the system found a faulty controller in the e cabinet. To resolve the issue, fse replaced the two cathode and anode converters and did a tube adaptation. After replacements, the system returned to use in good working order. The codes were updated based on the investigation outcome.